Event description:
Based on the dr's recommendation underwent the inspire device implant for sleep apnea. However instead of helping the device made the symptoms much worse and the dr had to do repeated sleep studies to test, which has proven that with the device on the apneas are going to severe levels than without it. All the sleep test results are documented and (B)(6) hospital has the data from the day one the device is implanted.